Manufacturer narrative:
It is unknown when the exact date for this event occurred as this information could not be confirmed after multiple attempts were made by kci. Kci has determined from the information that has been currently provided that the event occurred sometime in late 2014. Based on information provided, it cannot be determined that the alleged fistula are related to activa.c. Therapy. Kci has made attempts to obtain additional information, as far without success. Device labeling, available in print states: contraindications v.a.c therapy is contraindicated for patients with: non-enteric and unexplored fistulas enteric fistula. In certain circumstances, v.a.c. Therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c. Therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula.

Event description:
The following information was reported to kci by the physician: clinical records received (B)(6) 2015 stated patient is having intermittent fecal odor from his wound and the patient alleged that the surgeon felt activ.a.c therapy contributed to his fistula. On (B)(6) 2015, the following information was provided to kci by the surgeon's medical assistant: she spoke directly with the patient's surgeon who alleged that the patient's fistula was caused by activ.a.c. Therapy. No further information was provided. Per kci records, kci quality engineering (qe) determined that on (B)(6) 2014, the device passed qc checks and met specifications before placement with the patient on (B)(6) 2014. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci technical services, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.